Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One (1) sample was returned for evaluation. The sample was received in used conditions within its original packaging. The returned sample was visually inspected at a distance of 12 inches to 16 inches and normal conditions of illumination. There were no discrepancies found. The root cause of the reported issue was not confirmed. No corrective action is required since the complaint was not confirmed.operator of device is a patient/consumer, this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during a pre-use check, the customer noticed something was wrong with the way the cuff inflated. No patient injury was reported.